Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller reported issues with the headsets falling off. Caller alleges the adhesive is defective. No adverse event reported. Customer has discarded the alleged device; no product will be returned.